Event description:
It was reported that during an incoming quality inspection at a distriibution center, the printing of lot number on the packages was not clear.

Manufacturer narrative:
(B)(4). One box sale unit was returned in good physical condition. During the visual inspection of the secondary pressure sensitive label of the sales unit, it was noted that the lot number was illegible, the expiration date and us patents numbers were blurry, not allowing the identification of the device. See pictures. No conclusion could be reached as to what may have caused the reported incident.